Event description:
It was reported that the pt expired in 2008 after 19 days of implant duration due to unk reasons. No further details were provided. Info learned for implant pt history.

Manufacturer narrative:
Device not returned.